Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was stated that the customer's mother contacted the dr for assistance due to high blood glucose levels over 600 mg/dl. The customer changed the infusion set, but continued to experience elevated blood glucose levels. The customer also got no delivery alarms. Troubleshooting was performed, and the insulin pump was programmed correctly. The daily totals matched with the bolus and basal rate delivery totals. The insulin pump passed the prime test.